Manufacturer narrative:
H.6. Investigative summary: bd received seven 24 gauge nexiva units from lot 2179520 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the packaging had some folds around the corners. The packages appeared to be deformed and a protective cap or vent plug was found to be loose on one of the units. Therefore, based off the visual inspection the engineer was able to verify the reported defects. Unfortunately, the engineer was unable to determine a definitive root cause for these issues but determined that the vent plug likely because loose at the same time that the packaging was damaged. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the vent plug was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product was deformed, and the protective cap for returning the blood was loose. It needed to be punctured by means of exhausting blood. After the puncture, the protective cap popped out, and the blood splashed on the nurse.